Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited undersensing of the atrial channel and noise. This device also recorded an episode of low out of range pace impedance measurements and falsely recorded a signal artifact monitor episode due to atrial fibrillation. Technical services recommended bringing the patient in to try to reproduce the noise. This device remains in service. No adverse patient effects were reported.